Event description:
It was reported that during a routine clinic check, the right ventricular (rv) lead was noted to had a gradual rise in impedance along with a rise in thresholds near the same time. The rv lead will be monitored and remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase, weekly pace impedance trend data shows increasing impedance for min and max ventricular pace bi impedance= 475 to 836 ohms between (B)(4)-2010 and (B)(4)-2011.